Event description:
It was reported that during a lar procedure, after a few minutes, did not function, 1x blade broken. No further info is available. Another device was used with gen04, no pt consequence.